Event description:
An invasive procedure was performed to remove this bipolar lead beacuse it exhibited no capture in the ventricle. The lead was replaced with another bipolar lead. Implanted-5/16/96. Removed from service-05/28/96. Implant time-4 months.